Event description:
The customer called for help with her new meter. While troubleshooting, she performed control tests and rec'd a result of 49 mg/dl. The normal control test range was 96-133 mg/dl. The customer used the last of the test strips that gave the 49 mg/dl control result. The customer performed another control test using a new bottle of test strips and rec'd a result of "lo". The control test range for that bottle was also 96-113 mg/dl. The customer did not allege any adverse events. At this time only the meter is to be returned for eval. Regulatory has also requested that the second bottle of test strips also be returned. A new contour meter and replacement test strips were sent to the customer.